Event description:
It was reported that the patient was experiencing redness and itchiness at the ipg site. The physician provided an unknown intervention. No further information has been obtained despite good faith efforts.